Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs) via a manufacturer¿s representative (rep). The rep reported that there was high impedance on 6 of the 8 electrodes. The rep reported that the patient had a history of falling and it could be related to the issue. The rep reported that reprogramming was successful at the time of the report. The rep reported that they would see the patient in about a month for follow-up. The rep reported that the patient¿s healthcare provider was aware. No complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.